Event description:
The customer contacted baxter's technical service center regarding a check lines and bags (clb) alarm (this complaint), which occurred on the homechoice (hc) during use, during fill. The fill volume (fv) equaled 805ml. The heater bag was empty and per the caregiver (cg) the heater bag became disconnected at 4am and solution leaked on the floor. The baxter technical service representative (tsr) explained about not reconnecting the bags. The tsr assisted to end the therapy and advised them to let the registered nurse (rn) know that the cg reconnected the heater line. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Home care services transferred call on (B)(6) 2012 from home patient's (hp) registered nurse (rn) to product surveillance to report a separation between heater bag and cassette. The rn said the hp had reported that this occurred twice, last month as well. The cycler was beeping during the night, during dwell, the hp would started it back up and beeping stopped. On drain three, hours later, beeping again, the customer noticed that the heater bag came loose from the cassette. The rn said the hp would just connect them back again, therapy continued as normal. No additional information provided.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.